Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). This product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned.

Event description:
Caller reported mobile system blood glucose results, all within 10 minutes: 1. 3.7 mmol/l 2. 5.0 mmol/l 3. 4.3 mmol/l 4. 5.0 mmol/l 5. 4.7 mmol/l 6. 5.9 mmol/l no adverse event was reported. A request was made for the return of the meter and strips.